Manufacturer narrative:
(B)(4). Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
The customer was reported via phone call that, the o-rings is half off, and the reservoir compartment. The blood glucose was 60 mg/dl at the time of the incident. Customer treated low blood glucose with dinner. Customer declined troubleshooting of the low blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.